Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that while sleeping in the night, he did toss and turn, and his infusion set's tubing came apart at the quick release. This happened with two sets and at the time of both the events, his blood glucose was reported to be 300 mg/dl which he self-treated with the pump. The site location was patient's leg and the pump was on the same side. The infusion was being used for two days. The infusions were stored on room temperature. The patient was unsure of any unsure of any stress or pull on the tubing as the patient and the pump was not dropped with the set connected to the patient's body. No further information available.